Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch and low impedance were noted on the right atrial (ra) and right ventricular (rv) leads on the day of an interrogation. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.